Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the device shocking, even when off, was not determined. It was noted that the removal of the patient¿s device was planned but not yet scheduled. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: v806675, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a shocking or something that feels like a hot poker which the patient suspected might be attributed to the device. The device was turned off two weeks ago and the patient said she still felt these sensation with the device off. No further patient complications are anticipated or expected as a result of this event.